Event description:
It was reported that revision surgery was performed due to pain and osteolysis around femoral neck & femoral head area.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 514mg/dl. The customer stated that she had chest pains and had other health issues that compound her diabetes. The customer was treated with IV drip and released two days later. The customer believed that the insulin pump did not cause her high blood glucose. No further info was provided.